Manufacturer narrative:
It was reported that the x-ray detectable gauze frayed in the wound during the excision of a lesion to the patient's back. Per report, fraying of the x-ray detectable gauze was noted in the middle of the procedure and a tissue forceps was used to successfully retrieve the frayed fibers of the x-ray detectable gauze from the patient. The patient was reportedly under local anesthesia at the time of the incident. No impact to the patient, the procedure, or the total length of the procedure was reported. The patient is reportedly doing well at this time with no report of any complications related to the reported event. There was no serious injury or follow-up care reported. Due to the reported incident, this medwatch is being filed. The sample was returned for evaluation and the complaint is confirmed. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that fraying of the x-ray detectable gauze was noted in the middle of the procedure and a tissue forceps was used to successfully retrieve the frayed fibers of the x-ray detectable gauze from the patient.